Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited noise, high pacing impedance measurements greater than 2000 ohms, and loss of capture. The physician reprogrammed the device to dual pacing and sensing with inhibit pacing (ddi) and will monitor the patient for a week, then bring the patient back for re-evaluation. No adverse patient effects were reported at this time.

Event description:
Additional information was received that a revision procedure was performed. The lv lead was extracted due to observations of no capture. During the procedure, the right atrial (ra) lead was damaged and extracted. No adverse patient effects were reported during the procedure.

Event description:
Additional information indicated that the lv lead was found to be fractured. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that the lv lead was found to have fractured and the patient no longer has crt therapy. At this time, a decision has not been made regarding how to proceed.